Event description:
Customer alleged 3 sets of discrepant blood glucose values: 1. 140 mg/dl & 314 mg/dl; 2. Hi (greater than 600 mg/dl) & 226 mg/dl; and 3. Hi (greater than 600 mg/dl) & 191 mg/dl back to back on the advantage system. The customer reported having no symptoms, treatment, or actions. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.